Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment. Additionally, several cuts along the insulation of the fragments were found. These cuts probably resulted from the surgery. The distal fragment was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement causing no capture and sensing <0.2mv. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.